Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6935 implantable tachy lead, implanted: (B)(6) 2013; product ID: 5086 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the physician had to do a pocket evacuation on the patient in order to remove blood from the pocket. The device was never unhooked from the leads. Testing done after the evacuation displayed similar results as prior to the procedure. The system remains in use. No patient complications have been reported as a result of this event.